Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown.

Event description:
It was reported that the burr became entrapped. The patient had a background history of hypertension, hypercholesterolemia, type 2 diabetes, and peripheral vascular disease. She underwent emergency right femoral peroneal bypass and femoral endarterectomy procedure for acute right lower limb ischemia. She suffered a post operative non st elevation myocardial infarction (nstemi) with dynamic anterolateral repolarization changes. Echocardiography documented severe impairment of lv systolic function. Given the patient's comorbidities, the patient was declined for cardiac surgery and was referred back for percutaneous revascularization, pci to the culprit left anterior descending coronary artery (lad) was proposed. After crossing the diseased lad with a non bsc guidewire and exchanging it for a rota floppy wire, atherectomy was performed with a 1.25mm burr (170,000 rpm, total ablation time 170 s). The proximal lad was very tortuous and rigid owing to the calcium. There was burr entrapment, and the burr could not be retracted back from the lad into the guide catheter. The burr itself was free and could be advanced antegradely. Applying gentle traction to retrieve the burr, resulted in breakage of the burr. The driveshaft had broken at the neck of the burr, leaving the burr tip with a 40mm remnant of the rota wire. After placing a parallel non bsc guidewire, sequential balloon dilatations with a 2.0/15 and a 2.5/15 non compliant balloon were performed to dislodge the burr. This facilitated the placement of two additional non bsc guidewires to proceed with a wire wrap technique. After placing the additional two guidewires, the three guidewires were twisted to wrap around the burr, driveshaft, and rota wire remnant, a 5.5f non bsc catheter was placed over the wrapped wires and delivered into the lad artery just proximal to the burr. Applying traction, the wrapped wires, burr/driveshaft, and rota wire remnant were drawn back into the guide extension and safely removed. Following this, the lad was wired with a new non bsc guidewire and following further predilatation, the lad was treated with two drug eluting stents. The patient has since undergone staged revascularization of the left circumflex artery (lcx), and the diffuse disease in the rca has been managed conservatively. The patient has been asymptomatic and clinically stable at 1 year follow up. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., and iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 1780. Https://doi.org/10.1002/ccd.31734.